Event description:
On (B)(6) 2014, the patient reported that the vibra-alarm on her infusion device was not functioning properly. She said it does not vibrate to confirm boluses programed via the blood glucose monitor. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test due to a corroded pin.

Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6) . It was unknown if the initial reporter sent report to the FDA.